Event description:
It was reported that soon after placement of the intra-aortic balloon catheter (iabc), premature ventricular contraction (pvc) occurred continuously and helium loss alarm occurred frequently. Then as the patient's arrhythmia receded, the alarms stopped. A short time later, the patient's aortic pressure began to reduce and the helium loss alarms occurred frequently, again. The hospital staff rebooted the intra-aortic balloon pump (iabp) and checked all connections, but the alarms persists. As the patient's condition became worse, the staff activated the iabp by internal trigger mode, which stopped the alarm. There was no report of patient injury or consequence. Patient outcome reported as fine.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of helium loss 3 alarm is confirmed based on the picture of the recorder strip provided in the complaint. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. An in-service has been requested to reiterate the instructions for use (IFU) to the customer.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that soon after placement of the intra-aortic balloon catheter (iabc), premature ventricular contraction (pvc) occurred continuously and helium loss alarm occurred frequently. Then as the patient's arrhythmia receded, the alarms stopped. A short time later, the patient's aortic pressure began to reduce and the helium loss alarms occurred frequently, again. The hospital staff rebooted the intra-aortic balloon pump (iabp) and checked all connections, but the alarms persists. As the patient's condition became worse, the staff activated the iabp by internal trigger mode, which stopped the alarm. There was no report of patient injury or consequence. Patient outcome reported as fine.